Event description:
An optician reported that a pt's mother reported to them that her daughter is a previous johnson & johnson lens wearer who purchased focus dailies contact lenses in 2007. She experienced an acanthamoeba infection (specific date/year not provided). The pt felt lens awareness upon insertion the first day but "tried" for one week. The situation worsened causing the pt to seek medical care. Request has been made for add'l info, however, no further info has been provided at the time of this report.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious conrneal ulcer." As there was no product returned or lot info provided, no detailed investigation can be performed.